Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012 .temperatures are recorded below the recommended minimum stand-by temperature. The device remained in fault mode until it was returned to a warmer environment on the (B)(4) 2012, the device then continued to pass self-tests up to the (B)(4) 2016. An increase in voltage was observed during this time which suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between the (B)(4) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low temperatures recorded would account for the low battery fails. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.